Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had left leg paralysis starting on (B)(6) 2020, following a revision surgery on (B)(6) 2020 (manufacturer reference number: 1627487-2020-22750). This progressed through having paralysis in both legs on (B)(6) 2020. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted. There were no complications at the time of implant surgery. The patient was reviewed by an abbott technician on (B)(6) 2020 and the patient was well with no complications at this stage, programming went well, and impedances were normal. During system explant no visible signs of damage or large hematoma were seen. The patient regained some sensation and movement in their feet 24 hours post-explant. The MRI showed some compression around t6, above where lead was implanted. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the neurosurgeon decompressed the spine from level t2-t10. It was noticed that a scar tissue wrapped around the cord which believed to be there but with additional surgery it had likely caused swelling and bleeding. Patient has been receiving physiotherapy and has regained full strength in their right leg and is close to regain full strength back in their left leg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.